Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer's insulin pump was having unusual grinding noises and must rewind more than once and rewind was slower. The customer declined to provide their blood glucose levels. The customer also reported battery life diminished and lasting less than 7 days. Customer reported unexplained and random no delivery alarms. The device will not be returned for the analysis.